Event description:
It was reported that the procedure was to treat a 99% stenosis with moderate calcification in the distal circumflex. The 3.0 x 08 voyager nc was being used for post-dilatation of a xience v stent, but the balloon ruptured during the first inflation at 14 atmospheres after being inflated for 30 seconds. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and a good final patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper. Guide cath: taiga. Stent: xience v. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, moderately calcified and 99% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. The return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished device lot history record did not reveal any non-conforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident and without the product to examine, a definitive cause for the reported balloon rupture could not be determined.